Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips filed service engineer (fse) checked the system onsite and found that the flexvision monitor displayed a message indicating that video signal was not available and turning the power back on does not improve the situation. On further troubleshooting, the fse found failures in the power supply unit supplying the monitor control pc, as well as within the pc¿s internal power supply. The fse found that an internal psu fault likely caused overcurrent, leading to fuse failure. To resolve the issue, the fse replaced the blown 6.3a fuse, replaced the large monitor control pc, reinstalled system software and restored data from the backup. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.